Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2023. During the procedure, while attempting to deploy the first band, it got stuck and would not deploy. There were many attempts made by rotating the handle; however, the band would not deploy. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection revealed that the trip wire and suture rope were missing. The ligator housing showed no visible damage, and the handle had evidence that the trip wire had been secured to the post. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed. Upon analysis, it was found that the ligator housing was returned without any visible damage, and the handle showed evidence that the trip wire had been secured to the post. However, since the trip wire was not returned for analysis, it is not possible to determine whether this component sustained any damage that could have contributed to the reported issue; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2023. During the procedure, while attempting to deploy the first band, it got stuck and would not deploy. There were many attempts made by rotating the handle; however, the band would not deploy. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The device was not returned.